Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09aug2019. The manufacturer's technical services (ts) confirmed the reported proximal pressure sensor autozero issue. Provided trouble shoot guidance to determine which solenoid has failed and also advised customer to try a da pcb. The customer indicated that da was not seated properly and upon reseating da unit ran fine . The unit successfully passed the required performance verification test.

Event description:
The customer reported proximal pressure sensor autozero failed. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.